Event description:
It was reported the spring wire guide was found unraveled during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit, including a guide wire assembly, a 2-lumen catheter, an arrow raulerson syringe (ars) and an introducer needle for evaluation. The guide wire was advanced through the catheter body and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The guide wire distal j-bend is misshapen but intact. The returned catheter and insertion components (ars and needle) show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire is broken adjacent to the proximal weld. The exposed proximal core wire tip is tapered and discolored at the point of separation. Both welds are present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 29mm and 475mm from the proximal tip. The broken core wire measured 596 mm in length which is within the specification of 596-604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.81 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. The catheter body length measured 211 mm which is within the specification of 207-227 mm per catheter product drawing. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (.826mm) was inserted through the catheter (after removing the damaged guide wire). Little to no resistance was observed as the guide wire passed completely through the catheter body. Performed per IFU statement "thread tip of two-lumen catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion". A manual tug test confirmed that the distal weld was intact. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found unraveled during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.